Event description:
It was reported that the injector luer lock n35j experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: during preparation of treaxin solution (placebo) using p50j, the hcp attempted to aspirate the solution with a syringe connected to n35 and then found coring. The customer is stating that connection/disconnection of p50j and n35 was performed several times. N35 was already discarded by the customer and p50j and the vial will only be returned.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2021. H.6. Investigation: one protector attached to a vial was returned to our quality team for investigation, no injector sample was provided. The product was visually inspected, no defects or damage observed on the needle or protector membrane, however, the needle was observed to be detached from the protector housing. During our evaluation, two foreign particles were observed inside the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Given that multiple factors can impact coring, we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the injector luer lock n35j experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: during preparation of treaxin solution (placebo) using p50j, the hcp attempted to aspirate the solution with a syringe connected to n35 and then found coring. The customer is stating that connection/disconnection of p50j and n35 was performed several times. N35 was already discarded by the customer and p50j and the vial will only be returned.